Event description:
It was reported that the external pulse generator (epg) top screen was unable to power on. It was noted that the light emitting diodes (led) at top of screen worked, the bottom of the screen worked and the epg was able to receive power. It was further reported that when the epg was connected to the analyzer, the correct values were displayed on the simulator but the top screen was unable to turn on or display the values. Troubleshooting steps were taken to include the replacement of the batteries and checking connections but the issue persisted. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) top screen was unable to power on. The upper portion of liquid crystal display (lcd) did not work, the lcd was out of specification electrical. The hanger was broken. Capacitor c277 was damaged on the main printed circuit board (pcb). The upper case boss and lower case were contaminated. The main seal was pinched and damaged. There was evidence of third party disassembly and reassembly of the epg. Three case plugs were damaged (tool marks). All six case plugs were not installed correctly. All six case screws were over torqued. All six pcb screws were over torqued. All four encoder nuts were loose. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.